Manufacturer narrative:
(B)(4). The multi-link mini vision coronary stent system is being filed under a separate medwatch MFR number. Eval summary: the reported pt effect of restenosis is a known adverse pt event associated with coronary stenting procedures. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. "Outcomes of overlapping bare metal stents with sirolimus-eluting stents for long lesions in small coronary vessels", published j invasive cardiol 2010; 22:76-79.

Event description:
Device issue: none. Adverse event: restenosis. Onset of adverse event: post procedure. The following events were noted through a periodic article review: a retrospective study was performed in 33 bmc/des hybrid stent pts and 49 bms (control) pts consisting of pts treated with at least one 2.0-2.5 mm bms. The purpose of the study was to compare outcomes of hybrid bare-metal stent (bms)/sirolimus-eluting stent (ses) to bms alone for the treatment of stenoses in small coronary arteries. The patterns of restenosis for the three bmc/ses pts were: 1 (33%) class 1c (focal body) involving the des, 1 (33%) class IV (total occlusion) involving the bmc, and 1 (33%) class IV involving both the des and bmc. In all pts from the bmc/ses group with restenosis, the bms(s) was placed first and the ses(s) was placed second (ses "inside" of bms). Two of the pts were treated with repeat pci (1 with bms and 1 with des) and the third pt was treated with medical therapy. At last f/u for these 3 pts, all were alive without angina and none had a subsequent mi. The patterns of restenosis for the 8 bms pts were: 2 (25%) class ib (focal margin), both involving the proximal stent edge, 3 (38%) class ic (focal body), 1 (13%) class ii (diffuse, intrastent), and 2 (25%) class IV (total occlusion). Six (75%) of these pts were treated with re-pci and 2 (25%) with coronary artery bypass graft surgery. One pt developed recurrent stenosis treated with re-pci. At last f/u for these 8 pts, all other were alive and angina-free.